Event description:
During verification testing at the service center, the device did not deliver a dose when the bolus button on the device was pressed.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button on top of the device was pressed. This was due to a broken bolus switch on the middle printed circuit board. The cause of the broken bolus switch was from wear and tear in the customer environment. Eval problem: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).